Manufacturer narrative:
(B) (4).

Event description:
The stimulation had turned off a few times by itself; there was one recorded event in the diary days that indicated the stimulation had been off. It primarily happened when the pt was at home. The pt and the pt's wife were not sure about the details surrounding the event. They planned to keep a log of any further events. The pt was receiving effective stimulation. No troubleshooting was done.